Event description:
Additional information was received that the reported issue occurred after use of the device for a cardiopulmonary bypass procedure. There was no reported adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: b5 and h6. The reported complaint was confirmed via information received from the clinician. The issue was resolved after the unit was rebooted. Multiple diligence attempts were unsuccessful for part return so an evaluation could not be completed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the central control monitor (ccm) froze and local control screens displayed a 'no system computer' message. There was no delay, no blood loss, nor adverse consequences to the patient.